Event description:
Though journal article "a case report of breast implant-associated anaplastic large-cell lymphoma in a palb2 mutation-positive woman" author reports that the patient noticed right breast enlargement 46 months post reconstruction surgery. The patient received an ultrasound which "showed a large amount of fluid within the right breast capsule." "100 ml of fluid was aspirated" and "cytology analysis showed atypical large cells that were strongly positive for cd30 and negative for alk consistent with a diagnosis of bia-alcl." A pet-CT scan "showed abnormal fluid around right breast implant with hypermetabolic activity that was concerning for lymphomatous involvement." It was also noted that the "right capsule was densely adherent to the ribs." The implant was explanted and capsulectomy performed. "Surprisingly, final surgical pathology did not show any malignancy". Affected side is right. The device has been explanted.

Manufacturer narrative:
Article citation: bonev, valentina. A case report of breast implant-associated anaplastic large-cell lymphoma in a palb2 mutation-positive woman. The american surgeon. 2023, vol. 89(11); 4874-4877. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluid was aspirated, and cytology analysis showed atypical large cells that were strongly positive for cd30 and negative for alk consistent with a diagnosis of bia-alcl.